Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. A loose and shifted end cap sticker was noted.

Event description:
Customer reported a button error on her insulin pump while trying to deliver a bolus. Customer's blood glucose is 255 mg/dl. She was trying to treat with the device. There were no significant events leading to the alarm. Customer had just flown to california about ten hours ago. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.